Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced auto reducing, and x-rays indicated the l5 lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was visually confirmed to be fractured. The lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.